Event description:
The patient was implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2018. On (B)(6) 2019 the patient developed an occluded right limb with thrombus in the right common femoral artery aneurysm. The physician elected to perform a thrombectomy of the right internal iliac artery as well as implant unknown (non-endologix) bilateral common iliac artery stents. Then a right external iliac artery/superficial femoral artery embolectomy was performed, an open thrombectomy of the right coronary femoral artery was performed, and a viabahn (non-endologix) stent was placed from the right superficial femoral artery to below-knee popliteal artery. The final patient's status was reported as stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the right common iliac artery occlusion and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. No contributing factors were identified. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.